Event description:
The unit in question stopped ventilating, alarm occurred according to its spec. According to the hospital, it was not possible to use the manual ventilation. There was no pt injury.